Event description:
Pt underwent diagnostic catheterization and angioplasty of the diagonal artery. Ptca balloon ruptured in the coronary artery lesion on a hempting to withdraw the balloon, the catheter fractured and was retained. Pt developed chest pain/ischemia, emergent redo corortery bypass surg.